Manufacturer narrative:
The patient underwent revision surgery (date unknown), in order to have a magnet placed on the internal fixture i.e. Converting the patient to a subcutaneous baha implant system. This report is submitted on october 16, 2020.

Manufacturer narrative:
This report is submitted on june 30, 2020.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequent pain and inflammation. The infection was treated with oral antibiotics (date not reported) and has since cleared.